Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient developed symptoms including a rash, redness, and inflammation/swelling beneath the adhesive portion of the sensor patch. Prior to sensor application, the site was cleansed with alcohol. On (B)(6) 2025, the patient sought medical attention and was prescribed an oral antibiotic (cefdinir; dosage unspecified) by a physician. At the time of this report, no photographic documentation of the reaction was provided. The patient was reported to be doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.